Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate, and the drive cable kept twisting during the evaluation. Furthermore, it is likely that the accumulation of tissue during the procedure prevented the blade from continuing to rotate as intended.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy procedure on (B)(6) 2012. From the beginning of use, the motor vibrated with a misaligned torque and it kept vibrating. The hand piece was removed and tried without the blade, but same thing occurred. They could barely get any power out of it. Another like device was used with no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00179. The same patient is represented in each medwatch.